Event description:
It was reported that a user received a ¿dosing stop in 3 hours and 17 minutes¿ message on the ilet when starting a new libre 3 plus sensor, which had not yet connected due to the sensor warm-up period. Symptoms included no reported adverse clinical effects. Outcomes included continued pump use after acknowledging the message and instructions to enter a fingerstick blood glucose on the pump to suspend the alert if it persisted. Investigation included device use review and user education. Investigation of this case revealed that the alert behavior was consistent with expected system performance during cgm warm-up and user timing of sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was use error related to delayed sensor change and normal device operation.